Event description:
It was reported while performing an atrial fibrillation ablation procedure on a patient with an enlarged atria, the physician was unable to cross the fossa ovalis with a brk needle. The physician believed the needle was "blunt." Due to the size of the patient and the inability to maintain a stable position in the atrium, after a few attempts over the course of an hour, the physician aborted the case.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The cause for the reported event could not be determined. Date report submitted to FDA by MFR: (B)(4) 2010. Date the initial reporter provided the info to the MFR: (B)(6) 2010.